Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting instrument error messages on an alinity c, serial number (B)(4). During the investigation, the fsr discovered charring/melting of the cable, cnb20 to bcr and peltier bd., part number c-35016787-01. It was determined that the cable, rgt power to cooler controller bd, part number c-35016859-01, had been rubbing against a bracket with a sharp edge, which lead to the wires to be exposed and causing ground and voltage problems, therefore, causing the cable, cnb20 to bcr and peltier bd. To overheat resulting in charring/melting. There were no visible signs of smoke. No fire was observed, and no injury occurred. The fsr replaced the cable, cnb20 to bcr and peltier bd. And cable, rgt power to cooler controller bd, which resolved the issue. The analyzer was returned to normal operation. A review found the 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electrical charring/burning did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer (fse) reported charring on an alinity c analyzer. The customer reported instrument error code 5819 ¿ ¿reagent cartridge load error at reagent carousel position (0)¿ and that the reagent positioner is down in the reagent carousel. The customer was unable lift the reagent positioner and while troubleshooting received instrument error code ¿ ¿7018 ¿ temp control board communication error¿. While the fse was on-site troubleshooting, one of the cable shields at the temp control board was melted and charred, which caused the inner cable to short. There was no impact to patient management, user safety, or facility damage reported. There were no injuries reported.